Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Evaluation in progress.

Event description:
User facility reported the pump alarmed, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.

Manufacturer narrative:
The device was returned for evaluation. During functional testing of the returned device, the reported error alarm could not be confirmed. The device was found to pass functional testing and perform as expected. Evaluation of the device's event history showed that an "check clutch/plunger lever" alarm present; however this issue could not be duplicated during testing.